Manufacturer narrative:
(B)(4). The device has been received, but the eval has not yet begun. A f/u report will be submitted once the failure investigation has been completed.

Event description:
Customer reported in the nicu, the device was infusing to a baby. The pump under infused. Vtbi did not match what was left in the bag. The tubing was discarded. Two pump modules were infusing at the same time and they don't know which module was involved in the event. There was no report of pt harm and no medical intervention required. Although requested, no add'l info or event info provided.